Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2013. During post-operative monitoring and testing, joint effusion was noted in the right hip. Patient further alleges limping and leg length discrepancy. There has been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2013. During post-operative monitoring and testing, joint effusion was noted in the right hip. Patient further alleges limping, pain, loss of range of motion, and leg length discrepancy on the left side. There has been no reported revision procedures to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 7 states, "undesirable shortening of limb."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2013. During post-operative monitoring and testing, joint effusion was noted in the right hip. Patient further alleges limping, pain, loss of range of motion, and leg length discrepancy. There has been no reported revision procedures to date.